Manufacturer narrative:
A getinge field service engineer (fse) checked the ECG cables and found fault in 2 ECG leads. The fse replaced both ECG cables and performed all functional tests successfully. Machine handed to the customer in working condition.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) ECG is not detecting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a